Manufacturer narrative:
There was no serious injury to the patient. The splittable needle would not split and the needle and catheter had to be removed and replaced with a new one. No discrepancies were noted in the device history record. According to the complaint form, the complaint was not available for return. The complaint sample was not returned for analyses; therefore a definitive root cause of the needles not splitting was not determined. No other similar complaints were found for this lot.

Event description:
Two needles from the same lot failed to separate when cracked. Both catheters needed to be removed since they could not separate the needle.